Manufacturer narrative:
(B)(4). After further review by baxter personnel there is no information to suggest that this device malfunction, of a malfunctioning green station rotor, would cause or contribute to a death or serious injury if it were to recur.

Manufacturer narrative:
(B)(4). This device is exempt from having a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Its additional 510(k) number is k955622. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter received a report that an automix 3+3 compounder had a malfunctioning green station rotor. This condition occurred during programming/set-up in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.